Event description:
It was reported that shortly after implant, the patient complained of discomfort at higher outputs. The right ventricular (rv) lead exhibited high thresholds and was found to had dislodged. The lead was repositioned, and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4592, implantable pacing lead - (B)(6) 2013. (B)(4).